Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due insufficient reprocessing or inappropriate handling by the user. It is also likely the inspection prior to use for the accessories were inappropriate. The event can be detected by following the instructions for use (IFU) which state: operation manual_ preparation and inspection: ¿inspection of the endoscope: inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents.¿ operation manual: inspection of the endoscopic system: ¿inspection of the air-feeding function.¿ ¿inspection of the objective lens cleaning function.¿ the event can be prevented by following the instructions for use (IFU) which state: note: the air/water and suction valves are consumables. ¿if the inspection of the air/water or suction valve reveals any irregularity, use new valves¿ ¿check for excessive scratching or tears in the air/water valve¿s seals.¿ reprocessing manual: function and inspection of the accessories for reprocessing ¿aw channel cleaning adapter (mh-948):¿inspection: check for debris, cracks, scratches, and other damage.¿ injection tube (mh-946):inspection:¿confirm that all components of the injection tube are free from cracks, scratches, flaws, and debris.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, black debris was found in the mouth of the air/water nozzle. The material appeared to be rubber-like. In addition, water flow did not meet specification, water removal did not meet specification, air/water channel volume did not meet specification, the adhesive on the light cover glass was worn, the adhesive on the optical cover glass was worn, the adhesive at the distal end was worn, the colored ring on the aspiration housing was worn, there was water ingress on the scope connector, angulation was out of specification, and there was play in the angulation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the scope failed in the automatic endoscope reprocessor (aer) with high pressure due to a blockage in the channel. The subject device was sent to an olympus service center for evaluation. During inspection and testing, black debris was found in the mouth of the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.